Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the lesion being treated was in the right carotid t. Final post-procedure mtici score 3 ; post-procedure 24h nihss 17 and outcome of the event is fatal on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that on 24 hour MRI, hemorrhagic transformation ph2 was seen. There was no further imaging performed before patient death. There was no treatment or other actions taken. The mrs was 4 and nihss was 18. The event was not a recurrent or new stroke and was not related to an underlying condition or disease, and causally related to the disease under study. The event did not result from a device deficiency. The site assessed as not related to the devices or procedure, however, the sponsor assessed as possibly related to the study procedure. The patient death did not occur at the enrolling site (B)(6) but in another hospital

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that after the thrombectomy, the patient was transferred to another hospital on (B)(6) 2024. The patient had inhalation pneumopathia that improved under dual antibiotherapy, but the patient's respiratory condition worsened. After 24 hours of non-invasive ventilation, it was not possible to obtain hematosis. The patient condition continued to worsen. Deep sedation was initiated, and the patient was deceased on (B)(6) 2024. The site's causality assessment of respiratory infection and hemorrhagic transformation stroke ph2 was not related to procedure, devices and underlying condition or disease, causal relationship to disease under study; the rationale for the relationship to system or procedure: no relationship.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the hemorrhagic transformation event was adjudicated on (B)(6) 2025 as non-serious, but causal to the study procedure. The clinical events committee adjudicated the fatal event as a fatal event that was possibly related to the study procedure.

Event description:
Additional information received reported that the site updated their assessment of the hemorrhagic transformation and pneumopathia as also caused by an underlying condition.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a react-71 catheter and solitaire sfr4 stent had complications. A potential complaint was noted during 24 hour follow up imaging visit on (B)(6) 2024, as MRI showed hematoma within ischemic field with spac e-occupying effect involving > 30% of the infarcted area (ph2).